Manufacturer narrative:
Event eval: still under investigation.

Event description:
A male with pulmonary disease, cerebrovascular disease, as well as on medication for hyperpiesia, underwent evar in 2009. The pt's form was considered suitable for endovascular repair and the procedure went as labeled. Final angiography revealed a type iii endoleak from the junction of the contralateral iliac leg graft. This area was ballooned again using another MFR's balloon catheter. The endoleak was reduced but persisted. The physician states that the cause of the endoleak is not clear since the pt's form was considered suitable. It was thought that the endoleak would be resolved after heparin was neutralized so, the physician took a "wait-and-see" approach. Pt's outcome is unk at this time.